Event description:
The hosp reported that during a coronary artery bypass procedure, the vacuum positioner was in use when substantial bleeding began. The right ventricular rupture of the epicardium required several stitches to repair and the bleeding was contained. The procedure was completed using the same device without any further difficulty. Attending hospital or staff noted that this pt's heart was quite friable that day, which may have also contributed to the rupture. No further pt complications were reported by the hosp and the pt is currently doing fine.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review was completed for the product and there was no nonconformance associated with the lot number.